Event description:
The account stated that the architect i1000sr analyzer generated an initial false positive b-hcg result of 66.45miu/ml. The sample was repeated and the result was <1.20 miu/ml. The initial result was not reported. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The evaluation failed to determine a single definitive cause of the customer's current issue. Review of documentation identified no adverse trends in conjunction with the complaint issue currently under evaluation. A deficiency was identified, possibly due to sample or reagent carry-over. Further investigation of this quality issue will be conducted.

Manufacturer narrative:
The suspect medical device has changed from the (B)(4). MFR # 3005094123-2011-00584 has been submitted to address this error.